Event description:
At the onset of pumping, the pump experienced helium leak alarms. As a result of this, the pump was exchanged. The second pump also experienced helium leak alarms, so the iab was removed and replaced. There were no further pt complications.